Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. A good faith effort attempt conducted confirmed that there was still sound present. The following functional tests were performed: the philips field service engineer (fse) went onsite and found the device speaker to be defective and need replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
The customer reported the device displays a speaker malfunction error message. The device was in clinical use. There was no report of patient or user harm.